Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was explanted and replaced as the battery had ¿gone bad¿. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: vamf3636c150tu stent graft, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.